Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4). Implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The patient reported an elective replacement indicator (eri) error code on the patient programmer (pp) as of (B)(6) 2016. It was stated that the eri appeared on the left side implantable neurostimulator (ins), then said it was on their right ins. The patient went to the healthcare professional (hcp) "the other day" who used a machine on the ins and said everything is okay, and that it must be the pp that is not working right. An allegation/dissatisfaction was made with the ins longevity, and it was found again during the call that the right ins showed eri. There were no related patient symptoms. The patient's indication for implant is dystonia movement disorders. See related regulatory report 3004209178-2017-04755.

Event description:
Follow up information received from the patient reported that the eri was resolved through a new battery replacement which is working for them. No further complications are anticipated. See related regulatory report 3004209178-2017-04755.